Event description:
The customer reported that he was hospitalized twice with diabetic ketoacidosis. His blood glucose was 492 mg/dl at the time of reporting. The customer's blood glucose for his hospitalization on (B)(6) 2014 was over 600 mg/dl and his symptoms were nausea and diarrhea. The customer's blood glucose was over 600 mg/dl when he was hospitalized on (B)(6) 2014 and his symptom was nausea. For the latter visit, the customer was put back on insulin pump therapy after being stabilized and attempted to give a correction, but his blood glucose was still rising while at the hospital. The customer was wearing the insulin pump during both hospitalizations and was treated with an intravenous drip both times. Troubleshooting was performed. The high pressure test was performed and passed and no leaks were found during a successful manual prime. When the customer removed the infusion set from his body, the cannula was found to be bent, but not occluded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).